Event description:
An olympus marketing personnel reported on behalf of the customer that the customer could not see the image on the monitor the visera pro video system center, there were times when there was a blackout. The issue was found during a diagnostic bladder examination. The procedure was completed with the same device. There were no reports of delays. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image output due to converter failure. The image defects were due to video connector lock failure. The front panel was blinking due to converter failure and had scratches. The battery was drained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the image issues and the panel blinks occurred due to converter failure. Olympus will continue to monitor field performance for this device.